Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular sensing episodes with long atrioventricular delays were observed, which resulted in intrinsic av conduction instead of expected cardiac resynchronization therapy pacing. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.